Event description:
On (B)(6) 2011, the pt reported that in march he had been in the hospital for diabetic ketoacidosis that led to a heart attack. The pt stated that the dka was a result of a root canal that got infected. He did not believe that the infusion device had anything to do with his elevated blood glucose levels which were as high as 500 mg/dl. The pt's normal blood glucose range is 100-200 mg/dl. While the pt was incoherent in the hospital his nurse determined that his infusion device was not delivering enough insulin. The pt was given a drip of saline and insulin and put on a competitor's infusion device. The pt made no allegation against the infusion device. Product was requested to be returned for product eval.